Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and reported that a discordant, falsely low prothrombin time international normalized ratio (inr) result was obtained on a patient sample on a sysmex ca-1500 system (serial number: (B)(4)) using dade innovin reagent (lot number: 549701). Siemens further investigated the issue and was unable to determine the cause of the discordant result. Quality controls (qc) were in range and there were no issues with other patient samples, indicating that the issue was likely sample specific. Siemens was unable to rule out inadequate mixing of the sample or other preanalytical variables. Inadequate mixing can lead to discordant results due to both uneven anticoagulant dispersal and possible fibrin strand formation. Remixing of the sample can then produce acceptable recovery. The reagent is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low prothrombin time international normalized ratio (inr) result was obtained on a patient sample on a sysmex ca-1500 system (serial number: (B)(4)) using dade innovin reagent (lot number: 549701). The discordant result was reported to the physician(s), and the result was questioned by the physician(s). The same sample was repeated for inr on the same instrument with the same reagent, resulting higher. The customer then ran a precision study on the instrument, and all results recovered within range. The customer then remixed and respun the same patient sample and repeated it again for inr using the same system and reagent, also resulting higher and confirming the initial repeat. The two repeat results were reported, as the correct results, to the physician(s). There are no known reports of medical intervention or adverse health consequences due to the discordant, falsely low inr result.